Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report that discordant, falsely low hcg results were obtained on samples from the same patient on a dimension exl with lm instrument. Siemens determined that the quality controls (qcs) were within specification on the day of the event. A customer service engineer (cse) was dispatched to the customer's site and performed the following: replaced heterogeneous immunoassay module (hm) tubing set, vacuum muffler filter, waste bottle, and hm drain, decontaminate the instrument, wash probe, and pump cassettes, aligned hm and loci modules, verified optics, cleaned photo filter and primed the instrument, calibrated the instrument's temperature, and ran quick check, qcs and precision testing, resulting acceptably. The cause of the discordant, falsely low hcg results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low human chorionic gonadotropin (hcg) results were obtained on a two samples (a serum sample and a plasma sample) from the same patient on a dimension exl with lm instrument that were drawn at the same time. The discordant result, obtained on the plasma sample, was reported to the physician(s), who questioned the result; the discordant results obtained on the serum samples were not reported to the physician(s). The plasma sample was repeated on an alternate dimension exl instrument, resulting higher. The repeat result, obtained on the plasma sample, was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low hcg results.